Event description:
Customer reported experiencing blurry vision and then testing with the freestyle meter, getting a result of what was thought to be 190 mg/dl. The customer went to the emergency room. Way of transportation to hospital is unknown. The customer was treated at the hospital with intravenous medication and insulin. The type of medication is unknown. The customer was released from the hospital the same day.